Manufacturer narrative:
The suspect device has been returned to olympus for evaluation, the service center observed non-olympus cable, video connector, and a printed circuit board installed in the unit. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus their hd autoclavable camera head has an unspecified error and could not provide further details on the issue. Upon inspection and testing of the customer returned device, it was observed color bars in the image and the unit had a error (e316) due to a defective cable. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 28-jan-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the hd autoclavable camera head displayed e316 (scope communication error) due to a faulty cable. The specific root cause of the faulty cable was unable to be identified. Olympus will continue to monitor field performance for this device.